Event description:
It was reported by service report that the lift was drifting and scale was incorrect. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Load cell. Faulty nut in lift motor.